Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Information was received stating this system exhibited low r-wave measurements, noise and over sensing which resulted in inappropriate shocks. An x-ray performed two years ago post implant showed the electrode had migrated laterally over the pectoral muscle. A revision procedure was performed at which time an x-ray confirmed a similar position. The electrode and device were removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being processed to submit the analysis results of the returned product.